Event description:
Maternal pulse oximetry is recorded when patient is in labor and delivery. A patient had an intrauterine pressure catheter placed requiring the disposable pulse oximetry to be connected to the fetal monitor and it did not work. The sensor was changed, and the position was changed, without successful resolution. The sensor changed from disposable to hard reusable clip, which functioned without a problem. The non-functioning disposable probe was covidien nellcor adult spo2 sensor (01)20884522040089.